Event description:
It was reported that a stuck button alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address bg level. Customer reverted to an alternate method of insulin therapy.